Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date with unknown product. Subsequently, patient was revised on an unknown date due to an unknown reason. Review of invoice history revealed patient underwent a procedure on (B)(6) 2009 receiving a biomet stem and a competitor modular head, liner and acetabular cup. It is unknown if this is the initial or revision procedure. Patient further underwent a revision procedure on (B)(6) 2015 due to poly wear. The competitor head and liner were removed and replaced with a biomet head and taper adapter and a competitor liner.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "wear and/or deformation of articulating surfaces. "